Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator will not power up. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Date rec'd: 03/23/2016. Conclusion / root cause: the shorted c187 capacitor on the motor controller pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator will not power up. The customer reported there wasn't any patient involvement.